Manufacturer narrative:
The returned device was evaluated and the data indicates the pod reached pod state 15 without having delivered any pulses. This indicates the device was deactivated prior to the priming sequence. The only method for the pod to be deactivated prior completion of first prime is for the pod to reach an alarm state, but no alarms were observed. Final test data indicates that the device successfully completed final tests. This indicates that the pod transitioned into pod state 15 after completion of final tests but prior to first prime. It is expected for the device to have reached pod state 14 if the pod was still viable and the user failed to transition the pod into the priming sequence within the activation time window. The pod failed to communicate with the user, for the pod reached a deactivated state prior to the starting of first prime. The cause of this issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that at pod activation the cannula did not deploy.